Event description:
It was reported that the patient presented in the emergency room due to palpitations. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead. On (B)(6) 2022 a chest x-ray was performed that revealed dislodgement on the rv lead. During revision it was revealed that the rv lead was unable to capture or sense. The physician elected to explant and replace the rv lead. The patient is recovering after the procedure.